Event description:
A report was received that the clik anchor was too close to the surface and it was bothering or causing the patient discomfort at the site. The patient underwent a revision procedure wherein the clik anchor was just buried much deeper. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.